Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient endured an unstable rhythm/ventricular tachycardia during impella 5.5 support. The patient was shocked and given a bolus of lidocaine to help stabilize the rhythm. As support continued, the staff expressed concerns for a potential gastrointestinal bleed due to a drop in platelet levels. Nine units of blood products were given and multiple washouts were performed to manage the potential bleeds. However, eventually care was withdrawn and the patient expired.